Event description:
It was reported patient programmer displayed "in the box icon" and was asking for system setup. The patient was given a new patient programmer. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 37744, product type: programmer. (B)(4).